Manufacturer narrative:
The initial MDR 2432235-2016-00533 was filed on august 31, 2016. Additional information (08/08/2016): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse removed a blockage in the reagent compartment drain valve. The cse then replaced diluter 3. The cause of the water leak is unknown. The instrument is performing according to specifications. No further evaluation of the device is required

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse discovered the cause of the leak and repaired it. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that a water leak from their advia centaur xp instrument caused a delay in testing and reporting patient results. There are no known reports of patient intervention or adverse health consequences due to the delay in testing and reporting patient results.